Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment and no further information is expected. The file is closed. The investigation will be reopened should additional data become available.

Event description:
Boston scientific reported the ra lead exhibited signs of damage due to changes in impedances. The exact impedances were unknown and could not be reproduced. There were no known consequences to patient. During revision procedure the physician noted they could see an insulation break on the lead. The lead was capped, the conductors were covered with a repair kit, and a new lead was implanted.